Event description:
It was reported that guide wire tip detachment occurred. Post deployment of an unknown stent to the unspecified location, the 182 cm choice¿ pt guide wire became "fixed" and was unable to be pulled out. During attempts of the physician to remove the device, the tip of the wire separated from the main wire and it remained in the proximal circuit. The physician then placed an unspecified stent over the wire in order to trap it against the wall of the vessel. No further patient complications were reported and the procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).